Event description:
The device was used during a subtotal gastrectomy procedure. Reportedly, bleeding occurred. The surgeon manually sutured to complete the procedure. The hospital has reported no pt injury occurred.

Manufacturer narrative:
10/19/1998- supplemental report sent to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.